Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, when guidewire cannulates to the common bile duct, the hydrophilic tip detached exposing the tip of the metal core wire. It was reported the patient had a prolonged hospital stay however attempts to get additional information about the circumstances have been unsuccessful. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) distal tip detachment exposing tip of corewire. A visual examination revealed that the distal tip of the guidewire detached/separated, exposing the tip of the core wire. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fractured. The complaint is confirmed with the return that the distal tip detached exposing the tip of the core wire. It is most likely that due to unstated procedure and possibly clinical factors may have contributed to the device damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion, therefore, the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found.